Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metal medical device embedded within lumen of both fallopian tubes around isthmus and cornu of uterus / are embedded within and tightly adherent to adjacent fallopian and myometrial tissue") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. B82474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous, gastroesophageal reflux, multiple gastric ulcers, depression and tubal ligation. Previously administered products included for an unreported indication: sertraline. Concurrent conditions included urogenital disorder, genital bleeding and submucous leiomyoma of uterus. Family history included heart disease, unspecified (paternal grandfather.) And malignant neoplasm of pancreas (maternal grandfather.). In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain / chronic pelvic pain"), allergy to metals ("nickel sensitivity") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, autoimmune disorder, pelvic pain, allergy to metals and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2014 (as per mr). The 1st device was loaded through the operating channel of hysteroscope, and inserted into the r tubal ostium. Trailing coils in uterus: 6. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 6. Removal date reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion.. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metal medical device embedded within lumen of both fallopian tubes around isthmus and cornu of uterus / are embedded within and tightly adherent to adjacent fallopian and myometrial tissue") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. B82474) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiparous, gastroesophageal reflux, multiple gastric ulcers, depression and tubal ligation. Previously administered products included for an unreported indication: sertraline. Concurrent conditions included urogenital disorder, genital bleeding and submucous leiomyoma of uterus. Family history included heart disease, unspecified (paternal grandfather.) And malignant neoplasm of pancreas (maternal grandfather.). In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain / chronic pelvic pain"), allergy to metals ("nickel sensitivity") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, autoimmune disorder, pelvic pain, allergy to metals and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2014 (as per mr). The 1st device was loaded through the operating channel of hysteroscope, and inserted into the r tubal ostium. Trailing coils in uterus: 6. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 6. Removal date reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.